Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the balloon had migrated from the space of retzius to lower the space. The existing balloon was removed and replaced with a new one, that was placed in the retzius. No patient complications were reported.